Manufacturer narrative:
The product material safety data sheet was available on-site for review. Upon visual inspection it was noted that the cap to the bottle was broken which allowed for the splash to occur. A broken bottle cap is the root cause of this event. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events.

Event description:
A warehouse employee in a (B)(6) distribution center was injured while handling a bottle of contrad 70. The individual was repacking a bottle of contrad 70, when upon setting the bottle down, the contents splashed into the eye and onto his cheek. Eye protection was not worn at the time of the event. The individual's eye was rinsed at an eye wash station. The individual was then taken to the hospital. There was a small burn on his cheek and no other injury was noted. As of (B)(6) 2010, it was reported that the individual had not suffered any additional side effects from the exposure.